Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed indicating a right ventricular (rv) lead integrity alert triggered. The rv pacing impedance was beyond the expected upper range, in addition to elevated capture threshold and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred on (B)(6) 2016 for increased sic and rv lead impedance variation in last 60 days. Lead impedance was 2413 ohms on (B)(6)2016. Sics went up to 299 (within 1 day), along with high rate non-sustained episodes and evidence of oversensing. Rv capture threshold has been rising since (B)(6) 2016, and has gone above 2.5 volts in (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated short interval counts (sic) and high rate non-sustained tachycardia episodes due to lead noise. It was noted that the rv pacing impedance had shown fluctuation and had elevated to above the normal range. The rv capture threshold had also increased and had later gone back down to a normal reading. It was noted that there was a possible fracture. Initially, the device detections were programmed off and the patient was sent home with a life vest. Later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.